Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an unspecified bacterial infection. The cause of the event was not reported. It was not reported if the patient was hospitalized or received treatment for the event. On an unreported date, the patient recovered from the event. Action taken with pd therapy was not reported. The reporter declined to provide additional information.